Event description:
Initial result for a pt troponin t was 0.160 ng/ml. When repeated, the result was 0.025 ng/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine the cause of the discrepancy.